Manufacturer narrative:
Complaint article will not be returned for investigation.

Event description:
A customer reported that during a surgery air suddenly got into a patient's eye. This happened just one time. The procedure was completed without further problems after rebooting of a machine. Patient's harm did not occur.

Manufacturer narrative:
Unfortunately, since the involved vitrector was not returned, no physical examination could be conducted to confirm the reported issue or to determine its cause. Device history record review for lot 2000407352 revealed no deviations and a complaint database search showed that no similar complaints have been reported on the lot. Based upon the available information, the investigation did not lead to a clear conclusion concerning the cause of the reported adverse event.

Event description:
A customer reported that during a surgery air suddenly got into a patient's eye. This happened just one time. The procedure was completed without further problems after rebooting of a machine. Patient's harm did not occur.